Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 04/12/2017. Data investigation confirmed a low transmitter battery. The root cause of the low transmitter battery could not be determined. In the process of investigating this complaint, there was an observation of a separate product experience of a fatal error on another transmitter. Based on the observation of a failed transmitter error on stt-gf-001/4085kl this is now reportable. The root cause of this failed transmitter could not be determined. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it passed, resulting in 0.21 volts discharged. A pairing test was performed on the transmitter, with the (B)(6) bluetooth pairing device and it passed. A functional test was performed on the transmitter and it passed. Share data logs were reviewed, finding a low battery on date of issue. The complaint of a low transmitter battery was confirmed. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).